Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion being treated was located in the non-calcified, non-tortuous proximal left anterior descending (lad) artery. The lesion was predilated using a 2.5x15mm maverick balloon inflated to 6 atms for 15 seconds. The physician deployed a 3.00x16mm taxus express2 drug eluting stent, inflated to 18atms for 15 seconds. There was no difficulty inflating the stent balloon. The stent balloon was fully deflated before the physician tried to pull back the catheter, but it would not come out. The sds balloon was inflated again to 18atms for 30 seconds. The sds would not come out and the guide deep seated. A third sds balloon inflation was made to 18 atms for 30 seconds and it would not come out. The physician put the guide through the stent and pulled the wire, guide, and catheter out as one unit. No pt complications were reported. Pt status reported as "ok".